Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer reported no flash on tramsitter when she connect to the sensor. The customer removed the sensor and there is no cannula, this is probably retracted with the needle, so exchange one sensor.